Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia procedure, there was no problem until the second cartridge. It was stated that when trying to put cartridge out of the port, the cartridge suddenly disengaged from the tacker although it was not in removal or attachment mode. The part fell into the patient's cavity and was retrieved with forceps. Another five tacks cartridge was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. Two fully applied 5r device loading unit (dlu)s were received. One noted proper timing and one noted disrupted timing. One 5r dlu with proper timing and a full complement of tacks was received. Scratches were noted on the inner tube of all three dlus. The articulation knob functioned properly. The returned dlu could be loaded onto the returned device. All five tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu indicated by the scratches on the inner tube of the dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.